Manufacturer narrative:
Returned file is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review. The unused files has been taken and evaluated, and were found in compliance with specifications (measures + torque test). Added of the files already received through previous complaints (B)(4) (evaluated and found in compliance with specifications in the past), we can consider that the product batch #256412 is conforming (representative sampling). No fault found, product meets specs. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The broken part could not be retrieved and the outcome of the event is unknown as of this MDR evaluation.